Manufacturer narrative:
The complaint reported issues of migration and instability are confirmed, based on the revision operative notes. The devices were not returned for further examination. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of medical records. Visual examination of the returned product identified foreign material in the tm on the femoral component and damage on the proximal side of the bearing. The dovetail feature was noted to be damaged, which appeared consistent with removal of the device. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. DHR was reviewed and no discrepancies were found. Per the persona knee system package insert (87-6204-021-23, rev. A), instability is a known potential adverse effect of this procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: persona natural tibia trabecular metal fixed bearing cat#: 42527000303, lot#: 62198204; persona articular surface fixed bearing cr cat#: 42522000510, lot#: 62493556; nexgen tm standard primary patella cat#: 00587806535, lot#: 62491771. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07443, 0001822565-2017-07444. Product location is unknown.

Event description:
It was reported that patient was revised approximately ten months after right total knee arthroplasty due to instability and subsidence.